Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported the healthcare provider was bringing the patient to the operating room to explant the system due to an infected ins pocket. Further details were not provided. The issue was resolved, and no further complications were reported/anticipated.